Manufacturer narrative:
Concomitant medical products: bd 30 ml syringe of 0.9% nacl injection, ref 306507, lot 619012b, exp 07 jul 2019; stopcock; neutron; trifuse and central line, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter that was infusing normal saline was leaking. There were no cracks noted and the nurse was not sure how long the filter was in place for.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed a leak on the vent area on the filter. The root cause of this failure was not identified.